Manufacturer narrative:
Manufacturer reference number: (B)(4). (B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4).

Event description:
The customer states during a stomach resection, 3 staples did not close after firing, had to be sutured to close.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted the reload was fully fired with a deformed anvil clamping mechanism. During functional evaluation, the interlock was overridden and the reload was cycled successfully. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.